Event description:
A 3.0mm diameter by 18mm length s7 stent delivery system was inserted to treat a lesion in the proximal right coronary artery. The lesion was pre-dilated with an unknown ptca balloon. It was not possible to cross the lesion, therefore, the stent delivery system was pulled back in the coronary artery. Upon removal of the stent delivery system, the stent dislodged in the proximal right coronary artery when it was pulled into the guide catheter. The stent was deployed distal of the intended lesion site with three different sized ptca balloons, (1.5mm, 2.0mm, 3.0mm). The target lesion was then subsequently treated with the deployment of another s7 stent. The pt was reported fine post procedure and there is no add'l clinical sequelae reported relative to the event. The instructions for removal of an undeployed stent were not followed when the stent was pulled into the guide catheter while the catheter was still engaged in the coronary artery.